Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their new insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated they needed assistance programming their new pump. The customer was assisted with their issue and their insulin pump works as designed. No further information was provided.